Event description:
It was reported to medtronic minimed that the customer noticed sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. Customer received a calibration not accepted alert and the sensor was not securely taped to skin. The customer experienced high blood glucoses. The customer reported blood glucose value of 270 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-7040a, unomedical, mmt-332a, mmt-1884. Troubleshooting was performed. The blood glucose value was 270 mg/dl, and the sensor glucose value was 50 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 137%, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for hyperglycemia and customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.